Manufacturer narrative:
(B)(4): a visual and microscopic examination revealed a shaft break at the rapid exchange (rx) bond. The device being detached at the rx bond would indicate that the device was not being optimally supported during cap removal. The balloon protector was fixed on the device. No damage was noted on the balloon material and blades upon removal of the balloon protector. No further damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during preparation of an unspecified procedure the balloon protector was unable to be removed. The physician attempted to remove the balloon protector from the 4.0 x 15mm flextome cutting balloon, however, was unsuccessful. The procedure was completed with another of the same device. There were no patient complications and the patients' current status is reported as fine. However, analysis of the 4.0 x 15mm flextome cutting balloon revealed a shaft break.